Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. This s-ICD remains in service and will not be returned. No adverse patient effects were reported. Additional information received which indicates that this s-ICD was explanted, replaced with same model and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. This s-ICD remains in service and will not be returned. No adverse patient effects were reported.